Event description:
Healthcare professional (hcp) of the home pt (hp) reported the hp had expired while using the homechoice cycler for apd therapy in 2001. Follow up with the hcp reveals the hp was hospitalized earlier in the month due to spinal stenosis, which she does not relate to dialysis. During hospitalization the hp was dialyzed by the hosp staff and the hcp feels that the staff did not use proper aseptic technique, which resulted in a peritonitis episode. The hp was released from the hosp, treated with antibiotics and the peritonitis had appeared to be resolved. The hcp relates the hp was hospitalized for peritonitis and fluid overload for eight days. Hcp relates fluid overload to peritonitis, which she feels was a recurrence of the previous peritonitis episode. The hcp relates two days later, the hp expired during apd therapy at home and the cause of death was found to be a cardiac arrest. The hcp states that no device failure or malfunction had occurred and she does not relate the hp's death or prior hospitalization to the homechoice cycler.